Event description:
It was reported by the physician that the patient had noticed a change in her vns a week prior and felt it had turned off. She claimed that she may have moved the magnet near the generator temporarily, but then moved it away. When the vns was interrogated, it was found that the patient was at 0ma output current, which was not intended. The physician turned the device back on and ran system and normal mode diagnostics (ok/ok/2/no). Patient's settings are: 0.5/20/250/30/5/0/500/60. Programming history for this patient was sent in and reviewed. It was noted that the last visit was on (B)(6) 2010 and settings were 1.75/20/250/30/5/0.75/500/60. A final interrogation was not performed on this date and two faulted system diagnostics were performed after initial interrogation. Settings first seen on (B)(6) 2011 were 0/20/250/30/5/0/500/60. The setting change to 0 ma is indicative of an interrupted system diagnostics test that appears to have taken place in (B)(6) 2010, and no final interrogation was performed by the physician as recommended.

Manufacturer narrative:
Analysis of programming history.